Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor smooth gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 275cc gel breast prosthesis and a mentor memorygel breast implant 250cc gel breast prosthesis on (B)(6) 2009. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: h5 ¿labeled for single use?¿ was incorrectly answered no in the initial report. The correct response for this field is yes. Manufacturer¿s reference number: (B)(4) h5 labeled for single use? = yes.